Event description:
The customer reported that the system was showing intermittent control panel errors on the doghouse. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was adjusted. The system was tested and found to be working as intended and put back into service.